Event description:
A lead extraction procedure commenced to remove two leads. The physician chose a spectranetics 11f tightrail guardian motorized dilator sheath to treat the patient. During removal of the 2nd lead, the tightrail guardian displayed an unrecoverable error state (ure) and could no longer be used. A 2nd tightrail guardian was opened, and the case was completed with no reported patient harm. During device evaluation, it was discovered that the blades of the tightrail guardian were in an extended position past the distal tip, resulting in sharp edges. This report captures the 11f tightrail guardian with blades extended, sharp edges, potential for harm.

Manufacturer narrative:
Patient inforamtion: unknown. Relevant tests/laboratory data: unknown. Other relevant history: unknown. The evaluation and investigation is ongoing, therefore conclusion not yet available. A supplemental MDR will be submitted upon completion. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
This event is no longer reportable for the tightrail guardian reported for sharp edges. Upon further review, the device was returned with the blades retracted and not in an extended position. There is no potential for harm.

Manufacturer narrative:
B5/h2): this event is no longer reportable. G3): further review of device evaluation occurred 10apr2023. H3): further review of device evaluation confirmed that the tightrail guardian was returned with the blades retracted within the distal tip. After the device evaluation began was when the blades were extended during manipulation of the device. H6): based on further review of the device evaluation, this event is no longer reportable. It was determined that the tightrail guardian''s blades were retracted upon return of the device. Certain h6 codes submitted on the initial MDR are no longer applicable and updated with: investigation findings code 213 (replaces 3233), and investigation conclusions code 67 (replaces 11). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.